Manufacturer narrative:
Pump received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. Pump received with normal operating currents. Pump was monitored and no battery alerts or alarms occurred during testing. The battery icon showed full charge and did not deviate or fluctuate during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube.

Event description:
The husband reported via phone call that the customer received a button error alarm. The husband also reported the insulin pump was unresponsive. The customer's blood glucose was 372 mg/dl. The husband could not recall any significant events leading to the alarm. Customer may have exposed the insulin pump to moisture from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.